Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a damaged collet clamp in the reported problem areas of the pipette assembly. The tip clamp (collet clamp) was replaced. The instrument was inspected, tested without further problem, and returned to svc.